Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a fail code 810:04 during use, with no patinet involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.